Event description:
On (B)(6) 2012. It was reported by the consumer that the 68100-ta rollator rivets gave out upon folding the unit, resulting in the patient falling on the basket, which was damaged. The user sought medical attention just to make sure nothing was broken, and all results were negative, although he alleged having abrasions on his shin and wrists as a result of the fall.